Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014 to december 13, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a black mark on the filter. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the large volume infusor's filter. The black mark was identified after the device was filled with fluorouracil, before use. There was no patient involvement. No additional information is available.